Manufacturer narrative:
Corrected d.7b was completed in error in the initial MDR. There was no re-processor involved. Corrected h.6 codes in type of investigation, investigation findings, and investigation conclusions. Added information to d.8. The device was discarded and not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. The patient's access vessels were noted to be tortuous. The IFU, device preparation manual, and device procedural manual were reviewed for instructions or guidance for proper use of the commander delivery system. During thv delivery, in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. Maintain guidewire position during valve alignment to prevent loss of guidewire position. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment by first unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. During system removal, unflex the delivery system while traversing the aortic arch. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system. Remove the delivery system from the sheath. Completely unflex the delivery system prior to removal to minimize the risk of vascular injury. Based on the review of the IFU and training manual, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the evaluation and the occurrence rate did not exceed april 2021 control limits. In this case, the material separation occurred during an undeterminable time due to patient/procedural factors resulting in delivery system withdrawal difficulties. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. A corrective action preventative action (CAPA) was previously initiated to capture additional information that currently exists in the training manuals into the IFU for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The occurrence rate did not exceed the march 2021 trending control limits, which is within the CAPA acceptance criteria. The withdrawal difficulties and balloon tear were unable to be confirmed due to unavailability of the device and applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'post dilation was not performed because while we were positioning the balloon there was blood into the atrion.' Since the inflation balloon was able to be fully inflated during valve deployment suggests that the crimp balloon was damaged afterwards. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in the pra. Per the information provided, during valve alignment, 'a little bit of tension on the commander was observed and released a couple of time due to the fem/iliac access.' As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces include performing valve alignment in tortuous vasculature, as evidenced from the provided patient imagery. The accumulated high alignment force can result in an increased tension within the system, which can subsequently weaken the inflation balloon to crimp balloon bond. It is possible the weakened bond was damaged further upon inflation, resulting in the balloon leakage and inability to post dilate. Additionally, per the training manual, 'if post-dilation needed, use a new delivery system and sheath.' As reported, 'difficulties during commander ds retrieval through sheath were found due to the shape of the balloon' and that 'the balloon was not completely 'deflated' after the valve deployment.' It is possible that the deflated balloon profile was altered due to residual fluid remaining in the balloon after deflation, in addition to the balloon tear, making the device more susceptible to catching on the tip of the sheath, as indicated per the complaint description noting that 'the balloon wings flared out'. Additionally, tortuosity in the patient access vessels can create non-coaxial withdrawal angles, further contributing to withdrawal difficulty. Available information suggests that patient (tortuosity) and procedural (high valve alignment forces/withdrawal of torn balloon/residual fluid/non-coaxial withdrawal) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), upon deployment of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the commander delivery system balloon was unable to be completely deflated. The delivery system was unable to be retrieved through the esheath therefore, the femoral access was opened larger to remove the devices. Upon removal the femoral access was damaged and surgical intervention was required. The patient expired pod1 due to peripheral vessel obstruction and fulminant infection.